Event description:
A report was received that the patient was experiencing pain and discomfort at the pocket site. The ipg was protruding out but there was no actual breakage in patient's skin. The patient underwent pocket revision. The patient was reportedly doing well.